Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate instrument, which resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and cleaned the rotary valve. The cse also checked the ground pin on the integrated multisensor technology module and replaced the sensor. The cause of the discordant sodium results is unknown. The cse successfully ran a diluent check test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.